Event description:
This is a (B)(6) patient underwent a cardiac cath via the right femoral artery on (B)(6) 2013. Post procedure the right femoral sheath was discontinued and a vpad was applied for 25 minutes consistent with the recommended time until hemostasis was achieved. During site inspection a black and blue discoloration of the skin was noted. The physician assessment revealed possible chemical burn. The affected area was cleaned with normal saline and a silvidene cream was applied.